Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also determined on analysis that the lower and upper case was broken, the encoder switch assembly was contaminated and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The atrial pacer wire could not be secured. The epg was returned for service. There was no patient involvement.